Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j10951r50, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On 2015-09-02, information was received from a consumer regarding a (B)(6) old, female patient who was receiving bupivacaine and hy dromorphone (unknown doses and concentrations) via an implantable pump for non-malignant pain and chronic low back pain. The patient's medical history included sleep apnea and smoking. On an unknown date, the catheter became clogged. No patient symptoms were reported. The patient had surgery to replace the catheter. It was noted the patient "quit breathing because she did not have CPAP machine on after surgery." Additional information has been requested regarding the cause of the event, troubleshooting, and symptoms, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a nurse. The nurse was not aware of the possible catheter occlusion.